Event description:
It was reported that the spinal cord stimulation (scs) patient experienced ineffective pain stimulation and imaging that was performed confirmed the lead had migrated. Therefore, the patient underwent a revision procedure during which the migrated lead was repositioned. The patient was doing well postoperatively and regained effective pain coverage.